Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer reported that she continues to have high blood glucose. Customer had already called in about the unexplained high blood glucose, but had doubts on how the previous technician programmed the pump. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.